Event description:
A materials manager reported that after intraocular lens (iol) implantation, the patient had blurred vision. The lens was explanted and replaced with another lens in a secondary procedure. Additional information received stated that refractive error (blurred vision) was caused due to loose zonules and decentration of iol. Patient's symptoms had been resolved after replacement of lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).